Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.